Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a damaged haptic (missing circular haptic lobe). Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7455008) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the iol tilted (z-syndrome) approximately 9 weeks post implant. Initially, the doctor attempted to rotate lens, but was not successful. The doctor replaced the lens with another model lens approximately 13 weeks post implant. The surgeon indicated the likely cause of the event was capsule contraction (slightly irregular capsulorrhexis). Reportedly, the patient's current status is "fair". The patient is using ilevro and durezol eyedrops. This event pertain's to the patient's left eye.